Manufacturer narrative:
A sample is available for evaluation but has not been received. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the nurse noticed the site where the device was placed was red and blood was coming out of it. The catheter had just been inserted. When the device was removed, it was noted that the indwelling portion of the catheter had broken off in the arm. The patient required surgical removal under ultrasound by a pediatric surgeon. No further medical attention was required in regards to this incident.

Manufacturer narrative:
Additional information added: medical device lot #, medical device expiration date. Device manufacture date. Device evaluation: result: a review of the device history record revealed no abnormalities on the reported lot number 5111656. A controlled sample catheter/adapter pull test is required for release to packaging. The review revealed the results were within specifications. A review of the quality notifications revealed no related reject activity for the lot number associated with this incident. Two used catheter/adapter assemblies (one of which is attached to an extension set) and a loose piece of tubing were received by the manufacturer. Analysis of these devices were performed as follows: visual analysis: adapter 1: it was observed that there were no bends, holes, kinks, splits, or wrinkles in the catheter tubing; nor the characteristic v shape of a spear though. Adapter 2: it was observed that there was approximately 0.180 inches of the catheter tubing producing from the nose of the adapter. The tubing edges were clean, slightly jagged and with very little strings/flashing at the area. Loose tubing - it was observed that the tubing is approximately 0.385 inches long. The tubing edges were clean, slightly jagged and with very little strings/flashing at the area. Measurements: adapter 1: using a toolmakers microscope, the length of the catheter tubing from the end of the adapter to the tip of the catheter tubing (full length) was measured. The length was approximately 1.400 inches long. The unit measured within specifications. No catheter tubing was missing. Adapter 2 and the loose tubing were pieced back together to measure. Using a toolmakers microscope, the length of the catheter tubing from the end of the adapter to the tip of the catheter tubing (full length) was measured. The length was approximately 1.403 inches long. The unit was within specifications. One unused unit in a sealed package from the reported catalog number 381511, lot number 5111656 was also received. On this device, it was observed that there were no bends, holes, kinks, splits, or wrinkles in the catheter tubing; nor the characteristic v shape of a spear through. Using a toolmakers microscope, the length of the catheter tubing from the end of the adapter to the tip of the catheter tubing (full length) was measured. The length was approximately 1.411 inches long. The unit measured within specifications. No catheter tubing was missing. A pull force test was performed on one unit. The unit passed within specifications. Conclusion: the customer's reported defect was confirmed. The catheter tubing was in two pieces and the tubing edges were clean, slightly jagged, and with very little strings/flashing at the area. The evidence provided does not confirm that the catheter/adapter was not functioning correctly during the period of infusion. There was not enough physical evidence to confirm or support manufacturing related issues for the defects. The clean edges with little strings/flashing may indicate that the sample was cut with a sharp instrument. An absolute root cause for this incident cannot be determined.